Manufacturer narrative:
Additional information received; it was noted that there was another manufacturers product used in the intervention. The patients present status is good. It was noted by the investigator that if the type ib is present, then it is very distal with a good seal in the proximal common iliac artery. After implantation of the fenestrated evar, an endoleak was visible but this has since disappeared. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on routine follow up exam a type ia endoleak was observed on the dorsal side. A right sided iliac type ib endoleak was also observed on the lateral side. A secondary evar procedure was performed to attempt treatment of the endoleak by placing a fenestrated prosthesis and a bifurcation prosthesis. On contrast CT imaging, it was noted that an "unchanged" right iliac type ib endoleak was present and that this was not a new observation or new clinical event. On contrast CT imaging, it was noted that there was a type ib endoleak in the lateral right iliac branch and that this was not a new observation or new clinical event. The maximum aneurysm diameter was 50mm. As per the investigator the cause of the endoleaks was due to progressive disease and failing of the proximal and distal sealing zones. The events were noted to be related to the study device. No additional clinical sequelae were reported, and the patient will be monitored by their physician.